Manufacturer narrative:
Weight, ethnicity, race: unk. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -7.0/+4.0/122 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. The problem was resolved and the patient is reportedly happy with the outcome. The cause of the event is reported as unknown.